Event description:
The customer reported to olympus that the device was buckling. Upon inspection and testing of the customer returned device, it was observed that the light guide coating was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
In addition to describe event or problem, the inspection found the bending angle was out of specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the coating peeling off is presumed to be due to usage stress, external factors or handling. A definitive root cause could not be identified for the usage stress. Olympus will continue to monitor field performance for this device.